Manufacturer narrative:
(B)(6).

Event description:
The initial reporter stated that they received erroneous results for four patient samples tested with the elecsys hcg + beta test system on a cobas 6000 e 601 module. The erroneous results were reported outside of the laboratory. The first sample initially resulted with an hcg value of 9295 iu/l, which repeated as 23294 iu/l. The second sample initially resulted with an hcg value of 83.18 iu/l, which repeated as 147.3 iu/l. The third sample initially resulted with an hcg value of 23.66 iu/l, which repeated as 40.46 iu/l. The fourth sample initially resulted with an hcg value of 1261 iu/l, which repeated as 2151 iu/l. Additional results of > 10000 iu/l and 26841 iu/l (with 1:50 dilution of sample) were also provided, but it could not be confirmed if these values are from one of the four affected patient samples or if this is data from a fifth patient sample. A clarification has been requested. No adverse events were alleged to have occurred with the patient. The hcg reagent lot number was 32944601, with an expiration date of 30-sep-2019. Upon review of the alarm trace, abnormal sample aspiration, and system reagent reset alarms occurred on the day of the event. The customer was mixing the remainder of their control materials together. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The results of > 10000 iu/l and 26841 iu/l (with 1:50 dilution of sample) apply to a fifth patient sample and were provided in error. The values are to be disregarded.